Event description:
It was reported that the pt experienced a shocking or jolting sensation and stimulation in the wrong location while the stimulation was turned on. The pt also that the stimulation was turning on by itself and nearly caused an accident. It was further noted that the area around the implantable neurostimulator (ins) was tender and painful. The pt had an appointment to see the physician and an explant was going to be scheduled at that time if the pt desired. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).